Manufacturer narrative:
(B)(4).

Event description:
It should be clarified that the pump delivered fentanyl, and bupivacaine. Compounded baclofen had previously been in the pump. It was noted that the event resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an infection at the intrathecal incision site and pump pocket. Symptoms included redness and discharge from the intrathecal incision site. The culture isolated mrsa (methicillin-resistant staphylococcus aureus). The pt was admitted to the hospital for sepsis and was treated with antibiotics. It was noted that the pt was high risk due to being a smoker and diabetic. The pump and catheter were explanted. The pump was used to deliver fentanyl, bupivicaine, clonidine and baclofen. The pt's outcome was resolved without sequelae.

Event description:
Additional information: it was reported that the patient did not receive clonidine.

Manufacturer narrative:
(B)(4).